Event description:
Patient revised (B)(6) 2020 due to dislocation 3 months after primary surgery. Surgeon explanted 36mm centered glenosphere with screw, 135/145 reversed adapter, and 36/+3 humeral cup. Surgeon then implanted 40mm centered glenosphere with screw, 135/145 reversed adapter, and 40/+9 humeral cup.